Event description:
It was reported that the customer reported an interruption of glucose readings from a dexcom g7 continuous glucose monitor (cgm), consistent with temporary cgm signal loss to the ilet; during the call the customer¿s blood glucose was 127 mg/dl and readings were confirmed as visible thereafter. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention and no hospitalization. User support included customer education and troubleshooting focused on cgm-to-ilet communication. Investigation of this case revealed a transient loss of cgm signal to the ilet without evidence of device malfunction, consistent with intermittent communication disruption between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external communication factors leading to temporary signal interruption.